Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2017-22708. During ICD replacement due to fsca, the left ventricular (lv) lead experienced an intermittent loss of capture likely due to a lead displacement into the coronary vessel. The distal tip of the lv lead was only partially attached to the vessel. The lv lead was explanted and replaced. The patient is stable.